Event description:
It was reported that a device was used during a low anterior resection. The device did not completely cut the tissue. It is unknown how the case was completed but it was reported that there were no patient consequences.